Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material from the syringe in the biopsy channel based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tip of a 60 cc syringe broke off and became lodged inside the scope during reprocessing of an olympus colonovideoscope. There was no patient involvement.